Manufacturer narrative:
H.6. Investigation summary: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR/ncmr review DHR review process was not performed since the lot number was unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like trolley defective (defective wire) for the same part number throughout the last twelve months. Conclusion: based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there is not enough information related to this failure mode, the current process controls were reviewed in order to rule out that this failure mode is being omitted during the manufacturing process, the result showed that this fail can be detected in the functional test.

Event description:
It was reported that a 19 gal bd recykleen¿ foot-operated trolley had a defective wire and the pedal did not work.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronic. This site is an OEM manufacturing site. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 19 gal bd recykleen¿ foot-operated trolley had a defective wire and the pedal did not work.